Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone cal that the insulin pump alarmed for no delivery. The blood glucose reading was 229 mg/dl. Insulin did exit with a manual push after disconnecting and reconnecting the tubing and reservoir, but with more resistance than normal. After changing the reservoir, the manual prime was successful. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.